Manufacturer narrative:
(B)(4). Covidien technical services performed a full test on this unit at the site. They checked the functionality of the patient return pad (rem socket) and this was functioning correctly. The generator tested within specification. The unit was then tested for electrical safety and passed. The generator has put back into use.

Event description:
The customer reported that during a right total hip replacement, the patient was burned where the patient return pad was applied to his stomach. The pad was a 3m product (non-covidien). The patient was extremely obese and the procedure went on for a long time.